Event description:
A malfunction alarm identified as malf 12 was reported by the customer, however, no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any further issues arose.